Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when breakage occurred. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synex cage part # 495.323 broke inside the patient and caused pain days after surgery. The surgeon performed revision surgery and replaced the broken device with a competitor's product. No further information was received. An anterior revision was performed on (B)(6) 2015 to address the continued pain that the patient was having believed to be due to a nonunion at l4-s1. In addition, the patient reported that he hears / feels a clicking sound from his lower back. Upon removal of the cage, it was noted that bone had formed solidly onto the endplates of the cage. The surgeon used osteotomes to cut along the edge of the endplates of the cage so the cage would come free. Once the cage was removed, the surgeon inspected the device and found wear debris and metallosis inside the cage and around the cage which was dark in color. This was cleaned up and no debris or fragments were left in the patient. The surgeon also found a small part of the locking ring from the cage that had broken off. The remaining part of the locking ring appeared to be in the cage, but was hard to see. During continued inspection, the cage seemed to be jammed, and would not collapse or distract. The surgeon tried to use the synex distractor to distract the cage, but the cage was stuck in its position and would not move. The surgeon hypothesized that the remaining part of the locking ring was lodged in the cage in such a way to prevent expansion or collapse. He also noticed a small crack between the endplate and body of the cage. All of the synex cage was removed, leaving no fragments,and the patient was revised to a competitor's product. The procedure was successfully completed. The patient outcome is unknown, (refer to complaints (B)(4) for previous complaints associated with this patient and this device). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient height reported as (B)(6) feet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated description: it was reported that the patient has had a total of seven (7) procedures to address his spine anatomy issues. In (B)(6) 2006 surgery was performed at l5 disc space to cut off blood supply to the reported hemangioma. On (B)(6) 2008, an l5 posterior resection was performed, due to a hemangioma, with an l4-s1 posterior fusion using the (uss) universal spine system implants. On (B)(6) 2008 patient was brought back to the operating room for a follow-up procedure, where the patient was implanted with an synex cage implant at the l5 spine disc space level to again address the disc space where the hemangioma was removed. On (B)(6) 2008, the surgeon performed an irrigation and debridement procedure due to patient infection. In (B)(6) 2011, the patient fell at work which caused him considerable back pain. On (B)(6) 2013, the surgeon removed all uss implants that were originally implanted on (B)(6) 2008, due to patient pain. During this procedure, the synex cage implant was left in place at the l5 disc space. On (B)(6) 2015, another revision surgery was performed due to a non-union, patient pain, and synex cage failure. This revision included an l5 corpectomy, l4-s1 anterior fusion. The patient was revised to a stryker v-lift cage and bone void filler at l5 disc level. In (B)(6) 2015, the patient had a tripping incident at home, where he caught himself before completely falling to the ground. After this incident, the patient heard clicking sounds during movement. On (B)(6) 2016, a third revision surgery was performed due to posterior spinal fusion rod breakage. Surgeon replaced and revised the patient to new rods and replacement of loose screws. Concomitant devices: ti low profile trans connector 56m/83mm (item number 497.799, lot number unknown, quantity 2 each).

Manufacturer narrative:
Customer quality reviewed the received photographs of the explanted device. Four (4) photos were received depicting various states of damage of the 37-55mm lumbar synex implant (495.323, lot 181084, mfg 16-jan-2008). The images depict significant wear throughout the implant with deformation, nicks, and scratches of the anodized surface especially along the posterior implant wall. The gap in the securing was wide and severely deformed but it could not be definitely determined from the pictures that the locking ring is broken. However, the distal portion of the outer cage¿s viewing hole for the locking ring was chipped. Cracking of the device was confirmed as a small crack was evident on the inner cage originating from the window and spanning across at least half of the base of the superior endplate. Due to the uncertainty of when the photos were taken, it is uncertain if the damage is associated with in-vivo damage, extraction, or postoperative inspection therefore a definite root cause could not be determined. The implant was not returned for further investigation. Metallosis could not be confirmed with the provided information. Breakage into two (2) or more pieces could not be confirmed. Based on the review of the pictures, the device was determined to be crack and chipped. A visual inspection via pictures, device history review (DHR), and drawing review were performed as part of this investigation. Replication of the complaint is not applicable as a portion of the events occurred in vivo and the device was not returned for a functional investigation. The lumbar synex implant (495.323) is a component of the synex system for expandable vertebral body replacement devices. The synex implant is inserted into position following a corpectomy, filled with bone graft and expanded in vivo until the desired level of spinal correction is achieved. After which additional bone graft is backed around the implant and supplemental fixation is applied to stabilize the region. The synex cage was manufactured on 16-jan-2008 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. A device history review was performed for the instruments¿ lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint conditions. The lot(s) went through the required tests during the inspection testing at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. The synex implants dcrm was reviewed. The complaint is adequately addressed by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient ID: (B)(6). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part# 495.323, lot# 1810184. Manufacturing location: (B)(4), manufacturing date: jan 16, 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.